Event description:
On november 26, 2004, the patient contacted lifescan alleging that her one touch ultrasmart meter was reading inaccurately erratic. The patient reported blood glucose results of 92 mg/dl and 64 mg/dl with the lifescan meter, performed within 10 minutes of each other. She described feeling weak and shaky prior to testing her blood glucose level. She contacted a medical professional. Although no treatment was received, her medication was changed. The patient neither alleged harm nor experienced injury or medical intervention. The customer care representative was unable to walk the patient through quality control testing, as the control solution had expired. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.